Event description:
--

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during the implant procedure an active fixation lead was requested for the right ventricular (rv) lead. After multiple attempts, an acceptable position could not be located. The lead dislodged and noted impedance measurements greater than 2000 ohms. As a result, a passive fixation lead was implanted without issue. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection revealed dried blood/body fluid in the helix housing and past window area. The lead tip and helix have no visible signs of damage or defect which would lead to dislodgement. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.